Event description:
Complainant alleged that during a cardioversion on a patient (age & gender unknown) using multi-function electrodes the clinician had to press the "shock" button "more than once" to get the device to discharge. Complainant indicated that the device did successfully discharge and the patient was converted. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.